Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence and an obturator sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue and additional surgeries including a second sling implantation after multiple revision surgeries. No additional information has been provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pain, infection, urinary problems, recurrence and neuromuscular problems. It was reported that the patient underwent revision due to erosion on (B)(6) 2011. It was reported that the patient underwent removal due to erosion on (B)(6) 2012. (B)(4) ¿ urinary problems; undefined recurrence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-03097. The same patient is represented in each medwatch.